Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. Reference internal complaint : (B)(4).

Event description:
It was reported that a physician completed a myosure procedure for uterine tissue removal on (B)(6) 2015. Review of the patient's pathology specimen post procedure revealed traces of bowel mucosa. The "patient had a laparoscopy and was admitted [into the hospital]". We have been unable to obtain additional information surrounding this event.